Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 411 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose customer reported that the infusion set had bent cannula. Customer reported they did contact their health care professional regarding the high blood glucose. Customer did not allege the insulin pump for under delivery. Troubleshooting was declined. The device will be not returned for analysis.